Manufacturer narrative:
Smith & nephew, inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA.

Event description:
It was reported that the device failed to sound the alarm despite the air leakage.